Event description:
According to the reporter, intra-operatively of a laparoscopic cholecystectomy, when the clip applier was fired during cystic artery and cystic duct ligation, the handle was squeezed but the clip did not come off the applier. When the jaw then reopened, the clip fell into the patient¿s cavity. The fallen clip was retrieved using laparoscopic instruments. When the clip was placed around the tissue, the clip would not grip on to the tissue properly to occlude. The clip was also malformed. Another clip applier was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.